Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/jan/2019. The event of capsular contracture a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade iii. Device analysis results: analysis of the returned device identified: weight to the spec, deformation and white particles. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.